Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads. No moisture damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer attempted to bolus and the numbers keeps moving on the screen. Customer stated that they were unable to bolus and they received a button error alarm. Customer mentioned that they wear the insulin pump in their bra while playing basketball. Customer's blood glucose reading at the time of the call was 382 mg/dl. No further information reported.